Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. The device passed electrical and functional testing. External and internal visual inspections were performed and found no issues. The pneumatic system was tested and found no issues. Multiple short therapies were performed on the device successfully. The reported issue was confirmed through an event history log review. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that a high drain 101 alarm occurred during drain one on the home choice (hc). This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The technical service representative (tsr) reviewed the therapy log. The initial drain volume (dv) equaled 4ml, the last fill volume (lfv) equaled 0ml, the total dv equaled 13608ml, the average dwell time equaled 1:15, the average drain time equaled 0:20, the total ultra filtration (uf) equaled 3617ml, the cycle four uf equaled 326ml, the cycle three uf equaled 438ml, the cycle two uf equaled 670ml, the cycle one uf equaled 2339ml, there were no bypasses, and there were no manual drains. The tsr reviewed the therapy settings. The therapy was continuous cycling peritoneal dialysis, the total volume equaled 10000ml, the total time equaled 9:00, the fill volume (fv) equaled 2000ml, and the last fill volume (lfv) equaled 0ml. The tsr arranged the return of the device and discussed the use of manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The cause was false empty detect and use error with initial drain alarm setting inappropriately programmed. Homechoice / homechoice pro apd systems patient at-home guide states in the warnings: ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation." A formal review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.